Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not recognize that the hard paddles assembly was connected. The biomedical engineer tried a different set of paddles and they too were not recognized. With the paddles connected, the biomedical engineer pushed the charge button and the device displayed a "connect cable" message, indicating that defibrillation could not be delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the biomedical engineer that he replaced the therapy connector assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation.